Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k161170 (needle). Device manufacture date: unknown. (B)(4). Investigation summary: two photos were received by our quality team for evaluation. From the photos, white patches which could be signs of leakage were observed at the syringe and hub connection interface. A device history record could not be evaluated as the lot number is unknown. As no samples were returned for investigation, the root cause was not able to be established. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: from the photo, white patches which could be signs of leakage were observed at the syringe and hub connection interface. However, actual sample was not received for further evaluation. Root cause is therefore not established. The complaint will be re-opened and re-investigated if the sample is received. Rationale: CAPA not required as the complaint trend will continued to be tracked and monitored.

Event description:
It was reported that the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle leaked when pushing the vaccine into the eclipse needle. The following information was provided by the initial reporter: "they drew up the vaccine in a 21 gauge needle and then they transferred it to another syringe 305787. When they were pushing the vaccine into the eclipse needle, they found out the vaccine was leaking out of the needle where it's capped."